Event description:
Boston scientific crm received information that this device's tachycardia mode was changed by battery status. Technical services was informed by the local representative that the device triggered elective replacement indicator (eri) in (B)(6) 2009. End-of-life (eol) was triggered in (B)(6) 2009. Subsequently, the device reverted to storage mode in (B)(6) 2010 and the patient was scheduled for a device replacement procedure. Technical services informed the local representative that in storage mode, the patient was unprotected as no therapies (tachycardia or bradycardia) were available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. While at eri and eol, the device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. The device was explanted 339 days from eri declaration which is well beyond the recommended replacement timeline.